Event description:
It was reported that the patient¿s ilet sustained a cracked screen after being dropped when a fire axe struck the device, and a replacement was arranged with instructions for data sync, shutdown, return, and re-registration. Symptoms included no reported adverse clinical effects, with blood glucose described as stable. Outcomes included no medical intervention, no hospitalization, and continued cgm use as normal. Investigation included case intake, device replacement logistics, and remote troubleshooting and education. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no reported alarms or functional malfunctions beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.